Manufacturer narrative:
The 407645 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "they thought there might have been something going on with my device but weren't too sure," with the patient also stating "they said I have 15% left on my battery." Follow-up with the physician's office did not yield any additional relevant information. The device remains in use. No patient complications have been reported as a result of this event.